Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The ICD was reprogrammed. The patient will continue with regular follow ups.